Event description:
It was reported that when impacting the tibial punch, the proximal metal piece broke off. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). The event is confirmed. Visual examination of the device showed clear signs of use and were confirmed to be fractured. Dimensional analyses were performed on each and found to be within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Both devices have a potential field age of 5+ years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear of the devices from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.